Manufacturer narrative:
(B)(4) method: the complaint mr290hfv high frequency vented humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation where it was visually inspected. Results: visual inspection of the returned complaint device revealed a dent in the base of the chamber and a crack in the dome next to the dented base. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the dents in the base of the complaint chamber and the position of the crack in the dome indicate that the damage is due to the device being subjected to impact damage. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: - maximum operating pressure: 8kpa - use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - set appropriate ventilator alarms.

Event description:
A hospital in the UK reported via a fisher & paykel healthcare (fph) field representative that there was a leak at the base of the mr290hfv high frequency vented humidification chamber. No patient consequence was reported.